Event description:
It was reported to boston scientific corporation that a hair was noted inside the unopened package of a radial jaw¿ 4 biopsy forceps. The procedure was completed with another radial jaw¿ 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual analysis of the returned unused device found the pouch sealed and the sterile barrier is intact. Visual assessment identified a hair inside the pouch. The investigation concluded that the most probable cause for this event is "manufacturing execution error" as the design or validation of the manufacturing process was not executed since a hair was found inside the pouch. There is an investigation in place to address this issue. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hair was noted inside the unopened package of a radial jaw¿ 4 biopsy forceps. The procedure was completed with another radial jaw¿ 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.